Manufacturer narrative:
Very little information was received in the FDA sus voluntary event report. Additional information was received through numed's distributor (B)(4) on 01/04/2016 from the hospital - it stated - "from a phone conversation the (B)(4) sales rep had with the account: post procedure, while removing the balloon catheter, the balloon material was caught on the opening of the sheath and subsequently torn. There was nothing unusual with the patient anatomy. No further information will be provided by the account." Numed did not receive the catheter back for evaluation. A review of the lot history was conducted. There were no issues noted in the lot history record. The od of the bond on all numed catheters are measured in the final inspection proceeded to ensure that they will pass through the specified introducer size. It is possible that the physician did not fully deflate the balloon before pulling it through the introducer sheath. This would cause the balloon material to bunch up on the end of the introducer and possibly tear off.

Event description:
As per the sus voluntary event report send to the FDA by the hospital and received by (B)(4) on 12/04/2015 - "z-med valvuloplasty balloon ruptured when trying to pull through the femoral arterial sheath leaving the distal of balloon material in side pt."